Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope the bending section was defective. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle of the air/water channel. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there were physical defects of the bending section and insertion tube, including unusual shapes. In addition, there was foreign matter that could not be removed clogging of the nozzle air water channel. It was also noted, the plastic distal end cover insulation < threshold, light guide cover lens (2x) were cracked, the charged coupled device cover lens was chipped, the bending section adhesive was separated and worn out, the bending tube was shortened and had a wrinkle, the connecting tube was scratched, the scope cover was cracked, the scope body was damaged, the grip unit was dented, the air /water nut and the suction cylinder nut paint was peeling off, the switch box unit was broken, the universal cord had a wrinkle, the angulation play was less or specified value, the distal end biopsy channel was incised and had cuts and there were dents and scratches on the distal end. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken. Additionally, no information was available on the reprocessing and handling of the device by the user. The event can be detected and prevented by following the instructions for use which state: ¿operation manual_ preparation and inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ "reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution¿ olympus will continue to monitor field performance for this device.